Manufacturer narrative:
Continuation of concomitant products: 37714 stim ipg, implanted (B)(6) 2012; 3778-60 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and impedance over the past several months that are now high. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.